Event description:
It was reported that the reservoirs are leaking. Customer requesting replacements. Customer noticed the insulin leak while in the insulin pump. The reservoir leaks at the bottom near the o-rings. Insulin leaks past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.